Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left glenoid was revised two months post-initial procedure due to pain, limited range of motion, bone fracture, drop arm positive, and subluxation. Prior to the revision, the surgeon attempted to manipulate the shoulder with no success. The surgeon also noted that the patient did not have any history of trauma. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. Corrected: b1. Proposed component code: mechanical (g04) - head. Reported event was confirmed by review of medical records. Review of the available records identified the following: on (B)(6) 2024 pt reported that they "slept wrong". Initial appt noted pain, reduced rom, posterior subluxation, and negative labs. A displaced. Coracoid tip fracture was also noted. Implants aligned and well fixed. Manipulation (closed reduction) was attempted with no success, sent to referral/revising surgeon. On (B)(6) 2024 consult with revising surgeon noted no history of trauma, limited rom, axillary nerve slight paresthesia, drop arm positive, with joint dislocation. On (B)(6) 2024, patient revised to reverse tsa. Revision notes posterior dislocation, muscular tissues dense and scarred. Humeral head centricity rotated posterior inferior; stem appeared to be degrees of retroversion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.